Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir compartment screws fell into pump a segment had come off and had a missing segment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. However, unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, belt clip slot and battery tube threads. Unit received with minor scratched lcd window and case.